Event description:
Patient undergoing robotic laparoscopic sacrocolpopexy and posterior colporrhaphy. When attempting to use the absorbable fixation system device, it would not fire and a staple got stuck in the device. Removed from the field, a new device was obtained and used. No patient harm. FDA safety report ID # (B)(4).